Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was reported that during an angio treatment procedure, a balloon rupture occurred. Access was obtained through the femoral artery. The 99% stenotic, de novo lesion was located in the calcified and moderately tortuous left anterior tibial artery. The physician advanced the 2.0x20mm sterling balloon to the lesion and on the first inflation, inflated the balloon to 4atms and the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No complications were reported and the patients' status is good